Event description:
A caller reported experiencing two alarms, alarm 2 followed by alarm 26, due to an occlusion event that occurred earlier in the day before contacting technical support. The customer clarified that their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l) or register as ¿high¿ on the cgm, indicating there was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.